Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown (B)(6). (B)(4). Investigation results: a zero tip basket was returned for analysis. A visual evaluation revealed that the distal section of the basket assembly was separated from the rest of the device; this specific section of the unit was not returned for inspection. After the device was disassembled it was observed that the distal section of the device (basket wire legs) was detached/separated from splice cannula and pull wire/mandrel. Moreover, residues of glue were found in the damaged section of the device and that the splice cannula has the crimp marks which indicates that the device was properly crimped during manufacturing. No other issues were noted. It is most likely that the reported issue could have occurred during use of the product at the field since the failure found (basket wire legs detached/separated from splice cannula and pull wire/mandrel), is an issue that is usually generated when the unit is pulled and becomes damaged. Therefore, the most probable cause of this event is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter during an unknown procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a wire of the basket broke but was still attached to one end. The device was removed from the patient and the procedure was completed with another zero tip basket. There was no serious injury nor adverse patient effects reported as a result of this event. This event has been deemed a reportable event based on the investigation results; pull wire detached/separated.